Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample/material/lot number information. A complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
Event: (B)(6) 2025. When inserting the IV, the device would not retract the needle-- the button wouldn't click down. The IV was able to be placed without issue, and the patient didn't need to be re-poked, but the needle did not retract-- I had to pull it out and place it on my tray uncovered.